Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and packaging material were returned for analysis, which confirmed the difference in labeling between the device and the packaging material. A review of the lot history record was conducted and found no non-conforming reports potentially related to the reported event for this lot. A review of the complaint handling database was performed and identified no similar events for this lot. A product issue was identified, continued assessment of this issue per site operating procedures is being performed. Corrective and preventative actions will be addressed per quality systems protocol. The performance of these devices will continue to be monitored.

Event description:
It was reported that during unpackaging of the 7.0mmx60mmx80cm absolute pro self-expanding stent system (sess), the device was noted to be a 6.0mmx60mmx135cm absolute pro; thus, the device was not used. Reportedly, the packaging was sealed and no damage was noted to the packaging. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another sess was used to successfully complete the procedure. There was no additional information provided.